Event description:
It was reported that during an unk procedure, the device gave immediately an error code, when plugged into the generator and activated. An other like device was used to perform the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4).. Date sent: 05/28/2010. Eval summary: the handpiece was received with the mount loose. The handpiece was connected to a generator and evaluated with a test instrument, but no functional or activation issues were found. The instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount and moisture ingress affected handpiece functionality resulting in an error code 3.